Event description:
Venaseal was used for treatment of the right proximal great saphenous vein (gsv). It was reported following the procedure, thrombus extension and partial thrombosis were identified on a follow-up duplex ultrasound performed at approximately two weeks post-procedure. The thrombus was reported as being deep vein thrombosis and extended from the saphenofemoral junction. The event involved the right great saphenous vein in the proximal segment, and the thrombus was reported as being outside the treatment area. The patient had no known co-morbidities. Medical intervention was provided with a prescription medication (eliquis), and follow-up was planned to continue until the thrombus resolves.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.